Manufacturer narrative:
The customer¿s complaint of intralipids leaking near the syringe pump could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the intralipid's was noted to be leaking near syringe pump. There was no patient harm.